Event description:
Additional information was received that the device was explanted and replaced. The system remains in the abdomen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s father that the implantable pulse generator (ipg) was checked 4 months prior and a longevity calculation estimated the remaining longevity was four years. Now the device was checked again and it was estimated that remaining longevity was 2.5 years. The caller asked why the battery was depleting faster than expected. The caller also stated that the patient is paced 100% in the ventricle and less in the atrium. Technical services recommended continued monitoring with the physician and discussed that programming affects device longevity and if the patient is 100% paced the battery can deplete faster. The caller further noted that following the last replacement procedure, the patient¿s body rejected things like stitches and acted as if it were fighting an infection and was stressful on the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received from the patient's father stating a recent device check revealed estimated longevity was now 1 1/2 to 2 years. The caller again inquired why the battery was depleting so fast. The caller stated lead impedance was within range. The caller also mentioned that the device system will be moved from the abdomen to pectoral region when the device is replaced. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.